Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported in the shock impedance measurements were rising and most recently were high and out of range. The right ventricular (rv) lead coil to device measurements were out of range as well. All other parameters were normal. Technical services (ts) discussed troubleshooting steps. At this time the rv lead remains implanted. No adverse patient effects were reported.